Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with a 375cc mentor smooth round moderate profile saline breast implant experienced left sided capsular contracture baker grade iii and deflation post procedure. As a result, patient had an explantation on (B)(6) 2021.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. After further review of file, patient experienced small piece of the back patch noted as detached. Therefore, shell irregularities was added. Reason for device explant and/or reoperation: capsular contracture baker grade iii, deflation and material deformation device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage was observed on the sal smooth rnd diap 375cc breast implant. In addition, the piece of the cc was not received. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The deflation could not be confirmed as the breast implant was returned without detectable leakage. Although no leaks were identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 23, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).